Event description:
It was reported that both t1 and t2 deploy at the same time. No patient injury was reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.